Event description:
It was reported that the screw spayed during torquing in surgery. Subsequently, the screw were explanted and replaced without incident. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00090 / 00091).

Manufacturer narrative:
Visual inspection of the returned plugs was performed the confirmed the reported event. One of the plugs had some damage along the threading and slight wear markings along the superior and inferior portions. The other two plugs barely had any signs of wear. The damage on the threading of the first plug was not significant enough disallow the plug to engage with a screw seat. The other two plugs likewise had no issues engaging the screw seat. A review of the manufacturing record for the screws indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013. Splaying is the spreading the pedicle screw seat and is generally a result of excessive or off-axis loading of the plug. In this reported event, the returned screw was found with damage and wear marking aligned along the threading indicating possible cross threading of the plug. As such, the probable underlying root cause for the reported incident is off-axis loading during torquing of the plug.